Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that from the top of the reservoir insulin was leaking. The reservoir was filled with bubbles. The cap on the reservoir looked crooked. When she ate her blood glucose level rose above 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies, and none were found. Ran testing for leaks. No leaks or air bubbles were noted during testing.